Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level, as confirmed by the customer's report. Technical support instructed the customer on temporary measures and confirmed that a replacement pump would be sent, ensuring no interruption in insulin delivery. Customer acknowledged the advice provided and agreed to return the problematic pump.